Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, instructions for use, quality control data, and trends. One device with this lot number was returned for investigation. A visual examination noted no physical damage visible on the device. Physical examination also confirmed the stopcock was not attached to the catheter. The female luer lock fitting (flla) was stuck inside the drainage lumen on the silicone y-fitting. The flla was recessed 1cm from the end of the drainage tube. Drawings show the flla and stopcock should be attached to the inflation line, not the drainage lumen, and the flla is glued inside of the inflation line. Under magnification adequate adhesive was observed on top and inside the fill lumen tube. During investigation the flla was removed from the drainage tube, adhesive was not visible on the fitting. A review of the device history record for this lot number showed no non-conformances related to the reported failure mode. A review of complaint history revealed no other complaints associated with this lot number. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: pictures in the indications for use document show that the flla and stopcock should be attached to the inflation line, not the drainage lumen. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the condition of the returned device, the most likely cause for the reported difficulty is mishandling of the device during use. The investigation conclusion is cause traced to user; unintended use error caused or contributed to the event. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Phone number: (B)(6). Name and address: postal code: (B)(6). Occupation: other healthcare professional. PMA/510k # k170622. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported a bakri tamponade balloon catheter was placed trans-vaginally to treat a patient prophylactically for post-partum hemorrhage. During placement, two pieces of the tap separated, leaving one piece in the device and one piece would no longer attach, making the device unusable. The bakri tamponade balloon catheter was removed, and the physician chose not to use a second device. There was no detriment to the patient. No adverse events have been reported as a result of the alleged malfunction.